Manufacturer narrative:
One medfusion 3500 pump was received for the evaluation of the reported event. The pump was received with counterfeit tamper seal. A manufacturing device history review, DHR, not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An occlusion test was performed to investigate the reported issue and motor not running error was found. It was deduced to be most likely caused by a combination of old motor assembly, worm gear, lead screw and clutch halves. They were also dirty and worn out due to normal wear as the pump is over 13 years old. As a corrective action, the motor assembly was replaced, stepper motor included, as well as the worm gear, lead screw, and clutch halves. Preventative maintenance was performed and all functional testing was passed. 510k number and model number is not available at this time.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that motor was not running. It is unknown if the event occured during infusion with a patient.